Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm and buttons were hard to press. Blood glucose was unknown. Customer also reported that screen was scratched and that affect the ability to read the screen and no delivery alarm was also found. The insulin pump will not be returned for analysis.